Event description:
It was reported that the device was used by a resident during a laparoscopic nissen fundoplication. The resident first attempted to insert the device without insufflation. Insertion was stopped at 100mm. The resident retried entry with the device without success. The resident inserted another device and the abdomen was insufflated. Bleeding was noted in the abdominal cavity. The case was converted to an open procedure and a vascular surgeon was called in to repair the right common iliac vein. Patient was given two units of blood and recovered without incident.